Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation, however, a baxter field service technician serviced this device at the customer site. Device evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This device was not made available to baxter for evaluation or repair. Thus the root cause could not be determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
It was reported by baxter (B)(4) personnel that a colleague infusion pump was found to have experienced an air in line alarm, which may have been a false alarm. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. The software version of this device is currently unknown. No additional information is available.